Event description:
Paramedics attended to a 47 year old male. The pt was diagnosed in coarse ventricular fibrillation. A shock was administered and the pt's rhythm converted to a perfusing rhythm at 70bpm. The pt's rhythm became bradycardic and external pacing was administered at 70bpm, 75ma with capture. The pt subsequently regained consciousness. Lidocaine and valium were administered. Pacing was stopped and the pt's electrocardiogram rate later became bradycardic. The operator attempted to administer external pacing current above 0 ma. Helicopter transport arrived and took over care of the pt. The pt was successfully delivered to the hosp.